Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:35:48. During night drain cycle three, the patient's ultrafiltration reading was 1654ml, indicating the home patient (hp) drained 1654ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause was use error, inappropriate bypass of the drain, not including I-drain (initial drain). Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.